Event description:
It was observed during olympus' device inspection that the bronchofibervideoscope exhibited detachment of the bending section and the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, due to adhesive peeling around bending tube, connection between bending section and distal end is detached, however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.